Manufacturer narrative:
Corrected data: d4 UDI number one device was returned for evaluation. Visual inspection revealed the lens display was foggy, rear housing was cracked on the top corner, and the downstream sensor and upstream sensor seals were contaminated. The event history log was unable to be downloaded due to alarm message error code 1260 on the pump display. Functional testing was able to replicate the reported issue; found mpu board clock battery lead was pulled off which caused the alarm error code. The most probable root cause was determined to be the mpu board/rear housing damaged, foggy lens display and clock battery overdue. The mpu board, rear housing assembly, lens display and clock battery were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a foggy lens, damaged rear case and error 1260. There was no patient involvement and no patient harm/ no adverse event reported.

Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.